Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ pregnancy (ectopic)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high, bladder infection, bacterial infection, acid reflux (oesophageal), iron deficiency and multiple allergies. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced nausea ("nausea,"). In (B)(6) 2009, the patient experienced skin irritation ("irritation,/rashes or skin conditions type: irritation") and migraine ("migraines / headaches"). In 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced depression ("depressive disorder"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced muscular dystrophy ("mmd"), anger ("angry"), mood swings ("mood swings"), pain in extremity ("vleg pain"), vaginal infection ("vaginal infection"), somatic symptom disorder ("ssd"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), genital pain ("genital pain"), arthralgia ("hip pain") and cystitis ("acute cystitis"). The patient was treated with surgery (salpingectomy). At the time of the report, the ectopic pregnancy with contraceptive device, muscular dystrophy, anger, mood swings, pain in extremity, vaginal infection, urinary tract infection, female sexual dysfunction, somatic symptom disorder, skin irritation, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, pelvic pain, genital pain, arthralgia, cystitis and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anger, arthralgia, bladder disorder, cystitis, depression, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, migraine, mood swings, muscular dystrophy, nausea, pain in extremity, pelvic pain, skin irritation, somatic symptom disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ pregnancy (ectopic)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high, bladder infection, bacterial infection, acid reflux (oesophageal), iron deficiency and multiple allergies. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced nausea ("nausea,"). In (B)(6) 2009, the patient experienced skin irritation ("irritation,/rashes or skin conditions type: irritation") and migraine ("migraines / headaches"). In 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced depression ("depressive disorder"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced muscular dystrophy ("mmd"), anger ("angry"), mood swings ("mood swings"), pain in extremity ("vleg pain"), vaginal infection ("vaginal infection"), somatic symptom disorder ("ssd"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), genital pain ("genital pain"), arthralgia ("hip pain") and cystitis ("acute cystitis"). The patient was treated with surgery (salpingectomy). At the time of the report, the ectopic pregnancy with contraceptive device, muscular dystrophy, anger, mood swings, pain in extremity, vaginal infection, urinary tract infection, female sexual dysfunction, somatic symptom disorder, skin irritation, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, pelvic pain, genital pain, arthralgia, cystitis and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anger, arthralgia, bladder disorder, cystitis, depression, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, migraine, mood swings, muscular dystrophy, nausea, pain in extremity, pelvic pain, skin irritation, somatic symptom disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, leg pain, hip pain, genital pain, cystitis, depression, device ineffective, hormonal changes describe: angry and mood swings , pregnancy (stillbirth or miscarriage), allergic or hypersensitivity reaction type: irritation, infection (bladder/ urinary tract/vaginal) type: vaginal and uti , apareunia (inability to have sexual intercourse), psychological or psychiatric v problems condition: ssd mmd , rashes or skin conditions type: irritation, bladder or urinary problems or changes, migraines / headaches , nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain. Reporter added, patient demographic added, events onset date, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.